Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system (cds 41223u148) referenced is filed under a separate medwatch MFR number.

Event description:
This is filed to report that a few hours after the mitraclip procedure, the mitral regurgitation had increased and the implanted clip (41223u116) was mobile on the anterior medial leaflet, which required an additional mitraclip procedure for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip (41223u116) was implanted and the mr was reduced to 1. A few hours after the procedure, echocardiogram revealed an increased mr of 4 and found that the clip was still secure, but more mobile on the anterior leaflet. On (B)(6) 2015, a second mitraclip procedure was performed for treatment of the increased mr. During the second procedure, it was confirmed that the clip was still closed on the leaflets. Maximum zoom on fluoroscopy showed the presence of the anterior gripper. The posterior gripper was not visible on imaging and the physicians believed that the anterior gripper embolized after the procedure. One clip (41223u149) was implanted and the mr was still 4. Another cds (41223u148) was advanced to the mitral leaflets. Grasping was difficult due to the anatomy and a small leaflet flail occurred due to the grasping attempts. After the clip was deployed, the mr remained at 4 due to shifting jets; however, the flail was treated when the clip was implanted. The patient is clinically stable and remained hospitalized for monitoring. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. A definitive cause for the reported detachment of device component (gripper arm detachment) and failure to adhere or bond in this incident could not be determined. Images from the case were reviewed by an abbott vascular sr. Medical advisor, and the suspected gripper embolization was not confirmed. Leaflet insertion with the clip was confirmed but after the procedure was complete there was increased mobility of the clip on the anterior leaflet, indicating possible decreased leaflet insertion or inadequate leaflet grasp. The patient effects of mitral regurgitation (worsening), mitraclip system component(s) embolization, and failure to retrieve mitraclip system components (foreign body in patient) are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. All available information was investigated. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.